Event description:
It was reported that catheter issue occurred. The target lesion was located in the tortuous and severely calcified vessel. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was separated inside the body. An evidence of material twist occurred during delivery with the image was on, then the catheter got separated at the adhesive part of the shaft. The detached device was not removed even with a snare. The procedure was completed with this device. The patient was stable.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the tortuous and severely calcified superficial femoral artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was separated inside the body. An evidence of material twist occurred during delivery with the image on, then the catheter got separated at the adhesive part of the shaft. The detached device was not removed even with a snare. The procedure was completed with this device. The patient was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly and that the distal imaging window was twisted. Visual and microscopic inspection revealed the imaging window and imaging core were detached in the distal section and were not returned for analysis.